Manufacturer narrative:
Corrected data: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. New information has been received and it was confirmed that the device presented a malfunction but is not a reportable one, both ts were implanted but they came out of the meniscus. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix 360's t was pulled out when the suture was tightened. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.